Event description:
During an initial implant procedure, a high threshold and dislocation of the right atrial (ra) lead were noted. Additionally, the helix took more rotations to retract than extend. The ra lead was explanted and replaced during the procedure to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood / tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that could have contributed to the helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.